Manufacturer narrative:
The attachment has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, there was debris build up in the gap between the bur pilot and the outer housing. The bearings, trigger motor, and washers were replaced. The device will be returned to the customer. Gap between the bur pilot and the outer housing which allows this debris to get into the...

Event description:
It was reported that the attachment began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully.